Event description:
It was reported that a user perceived excessive insulin delivery from the ilet resulting in concerns about impending low glucose, leading her to manually disconnect and announce meals to correct perceived highs despite no documented hypoglycemia, alerts, or alarms. Symptoms included concern for low glucose without clinical hypoglycemia. Outcomes included no injury, no medical or third-party assistance, and no adverse effects. Investigation included customer interview, education on algorithm function, and referral for retraining with a clinical trainer. Investigation of this case revealed no device malfunction, with user-initiated actions and early corrective behaviors likely contributing to perceived issues rather than device performance. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error mitigated by retraining.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.